Event description:
The affiliate alleged the customer reported a healthcare worker received an h2o2 burn after touching the processed tray when unloading the devices from the sterrad unit. The healthcare worker had skin discoloration on the right index and middle fingers with intense soreness. The healthcare worker saw a doctor. No personal protective equipment (ppe) was worn at the time of the event. The affiliate stated the symptoms cleared within three days.

Manufacturer narrative:
Skin contact: asp initiated a recall for this issue. A customer letter was sent to all sterrad customers to reinforce the importance of proper instrument preparation prior to sterilization in the sterrad sterilizer. While these procedures are contained within the sterrad system user guide, advanced sterilization products (asp) clarified the instructions to reinforce appropriate use. An excerpt of the revised user guide instruction for cleaning, rinsing and drying was sent with the customer letter.